Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 11/11/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box data revealed related alarms. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor calibration was found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.